Event description:
Baxter reports clamp leak with uv flash transfer set that had been in place 4 months. Per affiliate, a transfer set change was performed and prophylactic antibiotics administered. No pt injury resulted from incident per affiliate.